Event description:
The patient has a history of post-op dvt and pulmonary emboli diagnosed five weeks ago after ventral hernia repair. He was treated with IV unfractionated heparin and coumadin at that time. He was eventually stabilized on oral coumadin and was discharged home with instructions to continue with coumadin 5mg po every night, and to have daily pt/inr levels called to the physician. A day prior to the event, the pt/inr level was obtained per fingerstick, and the level was 1.6. The physician was contacted and he increased the coumadin dosage to 15mg. The patient had been participating in physical therapy at home. The next day, the patient was noted to have left back pain, and shoulder discomfort along with generalized weakness. He suffered a syncopal episode and was transported to the hospital. His lab results included an hemoglobin (9.1) and hematocrit (27.1). The platelets were 199,000 and the inr was 10.5. The patient was admitted to the ICU and given vitamin k. There were two separate hemosense machines that could have been used and both are sequestered and will be analyzed.